Manufacturer narrative:
(B)(4). The device was not returned to sigma and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed, and a supplemental report will be submitted. However, there is a reasonable probability that the malfunction involves a shorting of the keypad, which is considered a reportable event.

Event description:
It was reported that the #3, #9 and run/stop keys on a keypad are not working. It was reported that there was no patient injury.